Event description:
It was reported the system monitors would go black intermittently and lock up. The system had to be rebooted in order to regain normal operation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.